Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the medication was programmed to infuse over 4 hours; however, the infusion completed in 5 hours and 27 minutes. During the infusion, the fluid in the drip chamber appeared to be dripping too slowly, the bag, tubing connections and programming were assessed; no issues were identified. There was no report of patient harm.